Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer was at work, and remembers feeling light headed before falling down and fainting. The customer stated that he got a hi bg alert, then fainted one hour later. In that hour, his sensor glucose readings went from 15.0 to 5.5 mmol/l. The customer did know his exact blood glucose reading, but he was at 6.9 mmol/l, 35 minutes after getting to the hospital. Troubleshooting was performed, and determined that his blood glucose levels may have been dropping too quickly for the sensor to alert him. Advised that the sensor appears to be functioning, however, advised to speak with the healthcare professional about possibly making changes to the blood glucose alert settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2010-82780.